Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusion of the analysis revealed that the crash occurred during the memories reading. The root cause was not determined. Nevertheless, the issue can be resolved with a new interrogation.

Event description:
Reportedly, during the interrogation of three different pacemakers with the same programmer smarttouch, an error message "runtime error" appeared. The work around done was to interrogate the device again. For one of the pacemakers interrogated, this occurred three times in a row, the error message always occurred during the data retrieval process. During the fourth re-query, the sales representative immediately started the measurements to suppress the data retrieval. After the measurements, the programmer data could be retrieved without a runtime error. With the next two patients who experienced this error message, the same procedure was followed after the re-interrogation, and it worked again.